Event description:
Called to report blacking out behind the driver's wheel while driving, running into a bridge abutment. Patient was getting consistent error messages with meter was unsure of the meter's actual readings. Needed to go to the hospital

Event description:
Called to report blacking out behind the driver's wheel while driving, running into a bridge abotment. Patient was getting consistent error messages with meter and was unsure of the meter's actual readings. Needed to go to the hospital.